Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with the device's oxygen blending module board. The oxygen blending module board was returned to the quality assurance laboratory for further investigation. During the investigation, component u29 (pressure transducer) of the oxygen blending module board was found to be faulty.